Manufacturer narrative:
Device evaluation: visual inspection was performed, and no obvious damage/defect was observed. Suction test was performed, and all results were found within specifications. The reported event cannot be confirmed. Manufacturing record review: per attached DHR summary page provided, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Conclusion: based on the information obtained, there is no indication of product malfunction or product deficiency. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a suction loss (after the laser fired) occurred with a patient interface. The surgery was completed successfully. There was no patient injury and/or surgical intervention required.